Event description:
Livanova deutschland received a report of bubble detector issues during a procedure. Customer reported that is likely a software issues.

Manufacturer narrative:
H11: livanova deutschland manufactures the bubble detector. Through follow up, livanova was informed the customer has replaced the bubble sensor with a new one. Customed did not provide information about the complained sensor. According to information, customer had error massage incompatible. Therefore the software was upgraded to revision sw338 and all was working correctly. The tested sistem was likely including the new (replaced) sensor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: according to the collected information, claimed sensor was replaced by a new one and no further issue occurred. Complaints database review revealed no other similar event reported since unit's manufacturing date. Based on investigation findings, the most likely root cause of the event was addressed to software incompatibility between the hlm and bubble detector. No concerning trend was identified for this specific failure mode. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.